Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of customer's medwatch report from FDA which states, ¿the nurse was disconnecting the IV tubing from the int while doing so the small cylinder part that is attached to the end of the IV tubing that connects into the int broke off and had a sharp end the other end was broken off into the intermittent (int) access cap all pieces could be seen, and all pieces were accounted for no harm to patient or nurse." An incomplete date of event of (B)(6) 2019 was provided. The event occurred in the emergency department.